Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (sn (B)(6) stopped delivering compressions and displayed the alert yellow triangle indicator was confirmed in the archive data and during functional testing. The root cause of this issue was the defective fan, caused by excessive fluid ingress into the platform. Based on the platform's archive data, the nxt platform powered on and performed a total of 2 compressions during the event before stopping due to fault 1300 (fault_no_fans_fun), and the alert yellow triangle indicator illuminated, confirming the reported complaint. The user subsequently powered off the device and then powered it on multiple times. However, upon each restart, the alert yellow triangle indicator continued to illuminate when the autopulse was powered on. The device detected that the fan was not functional. Preliminary functional testing could not be performed due to the alert yellow triangle indicator flashing upon powering the autopulse nxt platform, confirming the reported complaint. During service evaluation, it was noticed that the fan was not turned on when the platform was powered on. Upon opening the bottom enclosure, traces of blood/fluid ingress were found at the venting/baffle area. The fan failure occurred after the platform was exposed to a significant amount of blood or fluid while the fan was actively operating, allowing fluid to penetrate the fan assembly and short the fan circuit. The defective fan was replaced to remedy the problem. Following service, the autopulse nxt platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with serial number (B)(6).

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) stopped delivering compressions mid-CPR on a patient weighing over 300 lbs. The patient's status information was requested, but the customer did not provide a response. Following the event, the customer performed functional testing to verify if the autopulse would deliver compressions. When the start button was pressed, the nxt band tightened and delivered a few compressions before stopping with the alert yellow triangle indicator flashing.